Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information, the root cause of the low pump flow was most likely biomaterial since a clot was observed on inlet after explant. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 59-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows after placing the device. The device was subsequently explanted due to suspected clot which was confirmed upon explant. The physician elected not to place another device. There were no reported of harm to the patient.